Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did scissored clips fall off of tissue after applied? If clips fell off of tissue, was there any bleeding or leak that occurred? Was there any change to procedure or post-op patient care? Did clips drop or eject from device?

Event description:
It was reported that during a cholecystectomy procedure, the clips fell into the abdomen. If they were applied in the vessel, they resulted crossed. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.